Event description:
Same case as MFR report #: 2134265-2009-00520, -00522, -00523, -00527. Taxus express2 post market surveillance study. It was reported that 45 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated two target lesions. Target lesion one was located in the proximal lad (left anterior descending) to the first diagonal measuring 3.5x20mm with 90% stenosis. Treatment of target lesion one consisted of predilation with a 3.0x15mm balloon at 20atm, placement of two overlapping taxus express2 drug eluting stents (3.0x12mm at 14atm and 3.5x12mm at 10atm), and post dilation resulting in 0% residual stenosis. Target lesion two was located in the first diagonal measuring 2.5x36mm with 99% stenosis. Target lesion two was treated with predilation using a 2.0x15mm balloon, placement of two taxus express2 drug eluting stents (2.5x4mm at 12atm and 2.5x16mm at 12atm). Following implantation of the two first diagonal stents, a 2.75x12mm taxus express2 drug eluting stent was required due to occlusion of the ostium of the 1st diagonal and resolved. Target lesion two was post dilated resulting in 0% residual stenosis. All stents were confirmed to be "implanted properly" by intravascular ultrasound. The patient was discharged six days post procedure on asa, plavix and warfarin. The patient expired 45 days post procedure due to congestive heart failure. Following discharge, the patient was admitted the same day for cardiac rehabilitation and remained hospitalized until death. The investigator assessed the patient's death as unrelated to the study devices.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.